Event description:
It was reported that there had been many changes on the right ventricular (rv) lead and the caller inquired if the changes were related to clinical events. The rv defibrillator impedance had been fluctuating from 60-100 ohms yet the pacing impedance was stable. The thoracic impedance fluctuations occurred within the last couple weeks. The rv capture threshold had increased from 1.25v to 2.25v and the r wave increased from 8-9 mv to 15 mv recently. It was noted that the changes may be due to a clinical condition but some could point to a lead issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2011; 5086mri implantable pacing lead (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.